Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to flattened esc dome switch. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. It was also received with scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.